Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons were harder to press, had an error code on the insulin pump that starts with a or e and screen not as easy to read. The customer¿s blood glucose level was unknown. Customer also reported diminished battery life and rejected new battery. Customer declined 24 hour helpline. The device will not be returned for analysis.